Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, foreign material was found on the scope forceps elevator wire. However, component analysis of the foreign material could not be identified. The root cause could not be identified. Based on the results of the investigation, it was confirmed that reprocessing was not performed when the device was returned, and it is presumed that foreign material adhered because reprocessing was not performed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign material on the scope forceps elevator wire. There was no patient involvement.